Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was presented with pain and had driveline cable infection. An abdominal computerized tomography (CT) scan and blood work were performed and showed an elevated white blood cells count. Antibiotics were given and the ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.